Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The event date listed on is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer intentionally performed the load sequence while connected to the site delivering 23.3 units of insulin. The customer's blood glucose (bg) was displayed as low. Reportedly, customer was pregnant, believed pump was not delivering enough insulin, and intentionally delivered insulin via fill tubing process. Subsequently, customer was found unconscious, admitted into the emergency room, and subsequently, hospitalized. Reportedly, emergency caesarian section was performed for the safety of the baby. Customer received intravenous saline fluids to resolve the issue, and remained hospitalized at the time of report. Customer declined to provide additional information pertaining to hospital release date. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use. Diabetes educator educated the customer to not be connected to the pump during the fill tubing process.